Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient had an auto accident and also lost (B)(6) since the implant procedure. The ipg is allegedly loose in the ipg pocket and is causing discomfort at the ipg site. The patient declined diagnostic testing. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient's scs system was explanted on (B)(6) 2017.